Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer also reported that the insulin pump had received no delivery alarm. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump and reservoir will not be returned for analysis. Unomed-set.